Manufacturer narrative:
Product complaint # (B)(4). Date sent: (B)(6)2020 additional information was requested, and the following was obtained: what was the patient gender/bmi? // male, bmi 43. What cartridge product codes were used throughout procedure? 3 units ofecr60d, 4 units of ecr60b. Was buttressing material used? No. Were any difficulties encountered with device during intraoperatively? No. Were any staple formation issues noted throughout care of patient? Yes, in contrast enhanced graphy,it was seen all the staples were open within fundus how was the fistula identified? With cat scan, endoscopy (gastroscopy) was any other intervention required to staple line other than a stent? No. Did the stent adequately address the fistula? Yes. How long after the stent placement did patient expire? After 15 days does the surgeon believe a deficiency of stapler caused or contributed to patient death? Yes, the surgeon thinks the incident occurred due to stapler and the cartridges was an autopsy performed? Is so, can the results be shared? No, no autopsy was performed. All complications related to a leak occurred to the patient. The patient stayed in the hospital and was re operated and abdomen abscess was cleaned. Additionally, stent was used on the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/17/2020. Event date unk. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the patient gender/bmi? What cartridge product codes were used throughout procedure? Was buttressing material used? Were any difficulties encountered with device during intraoperatively? Were any staple formation issues noted throughout care of patient? How was the fistula identified? Was any other intervention required to staple line other than a stent? Did the stent adequately address the fistula? How long after the stent placement did patient expire? Does the surgeon believe a deficiency of stapler caused or contributed to patient death? Was an autopsy performed? Is so, can the results be shared?

Event description:
It was reported that after the sleeve gastrectomy case, during post op, it was seen that the patient had fistula in fundus. The patient then was transferred to (B)(6) university hospital and it was seen that there was an opening in fundus and a stent was placed. The patient has passed away.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 7/9/2020. Additional information received from conversation with surgeon: the patient was a super morbid obese 35yo male with no preoperative issues. There were no problems encountered during initial surgery. 6 hrs. Post-op the patient experienced chest problems and had a consultation with a cardiologist. The patient had tachycardia. Post-op day 3, imaging showed fluid in abdomen, mostly coming from fundus area. The surgeon had a consultation with surgeons in other cities. Post-op day 5 patient condition worsened. Post-op day 7 percutaneously removed fluid from abdomen and stent placement. A 4cm opening in stomach was observed. Post-op day 9, patient relocated to a different hospital and surgeon continues care of patient. Bleeding is observed from upper gi. Two days later, bleeding started again. Post-op day 15, the patient passed away. The surgeon was asked if during the firings of device, were any unusual noises noted and if device fired the full length. He stated that there were no observed problems. Two leak tests were performed with negative results. The observed post-op leak was in area of last cartridge (blue). The remnant sleeve was removed and inspected. No issues observed. A bougie was used during the procedure. No ng tube was placed due to known leak.